Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil was adjacent to the amniotic sac in the upper right uterine quadrant/right essure coil was found inside the uterine cavity"), pregnancy with contraceptive device ("pregnancy was considered high-risk, relative to the essure device¿s proximity to the amniotic sac") and high risk pregnancy ("pregnancy was considered high-risk, relative to the essure device¿s proximity to the amniotic sac") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous. Patient became pregnant with her sixth child. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced high risk pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("rashes in her chest"), alopecia ("hair loss around the front part of scalp"), dyspareunia ("pain during sex"), pelvic pain ("pelvic pain (tender- feels bruised)") and abdominal distension ("severe abdominal bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during pregnancy. The patient was treated with surgery (hysteroscopic removal of the essure - right side). Essure was removed. At the time of the report, the device expulsion, high risk pregnancy, rash, alopecia, dyspareunia, pelvic pain and abdominal distension outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, alopecia, device expulsion, dyspareunia, high risk pregnancy, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on or around (B)(6) 2013, plaintiff underwent the essure device, implantation procedure, left side only and the right side on (B)(6) 2013. On (B)(6) 2016 patient underwent a laparoscopic tubal occlusion. The operative report indicates the right essure coil was found inside the uterine cavity and was removed using forceps upon hysteroscopy. Diagnostic results: on (B)(6) 2016 ultrasound indicated na essure coil was adjacent to the amniotic sac in the upper right uterine quadrant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil was adjacent to the amniotic sac in the upper right uterine quadrant/right essure coil was found inside the uterine cavity"), pregnancy with contraceptive device ("pregnancy was considered high-risk, relative to the essure device¿s proximity to the amniotic sac") and high risk pregnancy ("pregnancy was considered high-risk, relative to the essure device¿s proximity to the amniotic sac") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr. Was unable to insert the essure coil at right tubal ostia with first attempt.", device ineffective "device ineffective", device use issue "essure micro-insert implanted earlier than 6 weeks after delivery" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, multiparous, ventouse extraction, smoker, nicotine dependence and abortion (3 cigarettes/day). Patient became pregnant with her sixth child. On (B)(6)2015 home pregnancy test was done. Previously administered products included for birth control: mirena from (B)(6)to (B)(6). On (B)(6)2013, the patient had essure inserted. In (B)(6), the patient was found to have a high risk pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("rashes in her chest"), alopecia ("hair loss around the front part of scalp"), dyspareunia ("pain during sex"), pelvic pain ("pelvic pain (tender- feels bruised)"), abdominal distension ("severe abdominal bloating") and abdominal pain lower ("severe lower abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopic removal of the essure - right side). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, high risk pregnancy, rash, alopecia, dyspareunia, pelvic pain, abdominal distension and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2016. The reporter considered abdominal distension, abdominal pain lower, alopecia, device expulsion, dyspareunia, high risk pregnancy, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on or around (B)(6)2013, plaintiff underwent the essure device, implantation procedure, left side only and the right side on (B)(6)2013. On (B)(6)2016 patient underwent a laparoscopic tubal occlusion. The operative report indicates the right essure coil was found inside the uterine cavity and was removed using forceps upon hysteroscopy. Per plaintiff fact sheet: current weight 121lbs. Discrepancy in delivery date (B)(6)2016 and (B)(6)2016. Diagnostic results: on (B)(6)2016 ultrasound indicated na essure coil was adjacent to the amniotic sac in the upper right uterine quadrant. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events added from pfs- essure micro-insert implanted earlier than 6 weeks after delivery, dr. Was unable to insert the essure coil at right tubal ostia with first attempt. Date of birth updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("essure coil was adjacent to the amniotic sac in the upper right uterine quadrant/right essure coil was found inside the uterine cavity"), pregnancy with contraceptive device ("pregnancy was considered high-risk, relative to the essure device¿s proximity to the amniotic sac") and high risk pregnancy ("pregnancy was considered high-risk, relative to the essure device¿s proximity to the amniotic sac") in a 32-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, multiparous, ventouse extraction, smoker, nicotine dependence and abortion (3 cigarettes/day). Patient became pregnant with her sixth child. Previously administered products included for birth control: mirena from 2009 to 2012. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced high risk pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("rashes in her chest"), alopecia ("hair loss around the front part of scalp"), dyspareunia ("pain during sex"), pelvic pain ("pelvic pain (tender- feels bruised)"), abdominal distension ("severe abdominal bloating") and abdominal pain lower ("severe lower abdominal pain"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysteroscopic removal of the essure - right side). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, high risk pregnancy, rash, alopecia, dyspareunia, pelvic pain, abdominal distension and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain lower, alopecia, device expulsion, dyspareunia, high risk pregnancy, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: on or around (B)(6) 2013, plaintiff underwent the essure device, implantation procedure, left side only and the right side on 16-may-2013. On (B)(6) 2016 patient underwent a laparoscopic tubal occlusion. The operative report indicates the right essure coil was found inside the uterine cavity and was removed using forceps upon hysteroscopy. Per plaintiff fact sheet: current weight 121lbs. Diagnostic results: on (B)(6) 2016 ultrasound indicated na essure coil was adjacent to the amniotic sac in the upper right uterine quadrant. Most recent follow-up information incorporated above includes: on 27-sep-2018: reporter information was added. This case is medically confirmed. Her demographic was updated. Pregnancy outcome and details were updated. Her historical condition/medication were added. Per plaintiff fact sheet event: lower abdominal pain and she did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.